Event description:
The doctor opened the device for implantation and found to be very thin, inconsistent, and was able to put finger through. Piece not implanted and will be returned. Md had another piece opened which was acceptable; proceeded with surgery without further incident. This complaint was originally evaluated to be a thickness complaint without serious injury. Lifecell is now reporting this as a malfunction, out of box failure, with a potential for serious injury if the event were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Visual examination of the device. Review of information reported to lifecell. Review of the device history records. Query of lifecell complaint management database for other complaints reported against this lot. Macroscopic examination of the device revealed no hole as reported by the surgeon but two indentations were present in the center of the device. Review of the device history records resulted in no remarkable findings. At the time of initial investigation, no other similar complaint has been reported to lifecell against lot s10751. Of the (B)(4) devices processed for lot s10751, (B)(4) devices were distributed. Lifecell is now reporting this as a malfunction, out of box failure, with a potential for serious injury if the event were to recur. Based on internal investigation, the device met qc release criteria including mechanical testing.